Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the accident and emergency department of (B)(6) hospital ((B)(6) united kingdom) around (B)(6) 2026 (reporter could not recall exact date, only an approximation) with hyperglycaemia. The patient¿s blood glucose levels rose above 400 mg/dl while wearing the pod between 25 and 36 hours. It was also reported that the patient has ketone levels of 1.4. It was reported that the pod was leaking insulin. The patient was treated with manual insulin injections and an insulin pen. The patient was released after 6 hours, on the same day. The pod has been discarded.